Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 33mm watchman implant. The implant arrived at the cis in a specimen cup, with the physicians name printed on the label, along with the patient information. The implant was microscopically and visually inspected. Inspection revealed a fracture in the implant frame, frame damage (bent out of shape), anchor damage and fabric damage. There was tissue on the device. There was no other damage observed.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was positioned in the laa. The closure device was implanted and released successfully in the laa. Later that same day, the physician performed a test on the patient when they found that the device had migrated into the aortic arch. The closure device was removed by snaring it. The patient is doing well. The physician has not planned to reschedule the procedure due to the patient's anatomy.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a 33mm watchman implant. The implant arrived at the cis in a specimen cup, with the physicians name printed on the label, along with the patient information. The implant was microscopically and visually inspected. Inspection revealed a fracture in the implant frame, frame damage (bent out of shape), anchor damage and fabric damage. There was tissue on the device. There was no other damage observed. Literature citation: turagam, mohit k., neuzil, petr, dukkipati, srinivas r., petru, jan, skalsky, ivo, weiner, menachem, reddy, vivek y. (2020). Percutaneous retrieval of left atrial appendage closure devices with an endoscopic grasping tool. Jacc: clinical electrophysiology vol. 6, no. 4, 2020; 404-413. Https://doi.org/10.1016/j.jacep.2019.11.015

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was positioned in the laa. The closure device was implanted and released successfully in the laa. Later that same day, the physician performed a test on the patient when they found that the device had migrated into the aortic arch. The closure device was removed by snaring it. The patient is doing well. The physician has not planned to reschedule the procedure due to the patient's anatomy. It was further reported via literature that the device underwent three recaptures before final implantation. It was also noted that within twelve hours of the procedure, the patient developed transient blurring of vision and manifestation of left medial rectus palsy. Brain magnetic resonance imaging revealed acute infarcts in the right cerebellum, left posterior occipital lobe, right peri-ventricular, and superior midbrain. Head and neck computed tomography (CT) ultimately then demonstrated that the device embolized to the aortic arch.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was positioned in the laa. The closure device was implanted and released successfully in the laa. Later that same day, the physician performed a test on the patient when they found that the device had migrated into the aortic arch. The closure device was removed by snaring it. The patient is doing well. The physician has not planned to reschedule the procedure due to the patient's anatomy.